Manufacturer narrative:
The device was discarded and will not be returned. Therefore, no analysis or testing has been done. The events of infection and inadequate tissue ingrowth are physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, and patient details has been requested. No additional information is available at this time. Device labeling addresses the reported event of infection as follows: "adverse reactions are those typically associated with surgically implantable materials, including infection, inflammation, adhesion formation, fistula formation, and extrusion."

Event description:
Healthcare professional reported placement of seri surgical scaffold to support bilateral breast reduction approximately "10 months" ago. Post implantation, the patient developed a "non-mrsa staph" infection that required removal of the device. The device was completely removed, and upon removal, discovered to show no integration with the patient's tissue. The device was discarded after removal.

Event description:
Healthcare professional reported placement of seri® surgical scaffold to support bilateral breast reduction approximately "10 months" ago. Post implantation, the patient developed a "non-(B)(6) staph" infection that required removal of the device. The device was completely removed, and upon removal, discovered to show no integration with the patient's tissue. The device was discarded after removal.